Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused by stress of repeated use, external factors, or handling. The event can be detected/prevented by following the inspection method for the event is described as follows in ¿chapter 3 preparation and inspection, 3.6 inspection of the endoscope¿ describes the following warning. 4. Inspect the boot and the insertion section near the boot for bends, twists, or other irregularities. 5. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. 6. Holding the control section with one hand, carefully run your other hand back and forth over the entire length of the insertion section (see figure 3.23). Confirm that no objects or metallic wire protrudes from the insertion section. Also, confirm that the insertion tube is not abnormally rigid. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the airway mobilescope was caught in the forceps channel. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube coating was peeling (1mm squared or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the forceps could not be inserted smoothly due to a dent on the channel tube, and the channel cleaning brush could not be inserted smoothly due to a dent on the channel tube. The device evaluation found that the connecting tube coating was peeling (1mm squared or more). Additional findings include the following: the adhesive on the bending section cover had a chip, the connecting tube had a wrinkle, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the image guide bundle had significant breakages / a stain, the connecting tube had a dent / buckling. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.